Event description:
During a ptca treatment procedure involving a 99% stenotic and calcified lesion in the proximal portion of the lad exhibiting average tortuosity, the quantum monorail balloon ruptured at 12 atms. The total number of inflations performed and number of atm's reached per inflation is unknown. The patient was asymptomatic with this event. The introducer sheath, guidewire, guide catheter and inflation device sizes and types used are unknown. The quantum monorail balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.